Event description:
It was reported that prior to procedure, the helix of the right ventricle (rv) lead failed to extend however, the physician continued to use the lead. Subsequently, the rv lead also failed to extend while inside the heart. Therefore, the physician decided to not use the rv lead and replaced with a new lead. The patient had no consequences.